Event description:
Pt was implanted with a 10mm trochanteric fixation nail, a lag screw and a distal locking screw on an unknown date. Postoperatively the nail broke at the distal locking screw hole. The pt was returned to the operating room on (B)(6) 2012 for removal of broken hardware. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.